Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a button error alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded button on keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked reservoir tube lip and cracked case on reservoir tube window corner.